Event description:
It was reported that the patient's pump was removed on (B)(6) 2011 due to infection. The drug in the pump at the time of the event was baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.